Event description:
On (B)(6) 2015, the reporter contacted animas alleging a luer lock leak. It was reported the issue was noticed during priming when no insulin was dripping from the tubing end. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 06/09/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.